Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that the stress boot of the cable was overloaded and it came off and defective watertightness occurred and flooded the part temporarily resulting in poor communication. Therefore, the image was not displayed temporarily. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additionally, the device evaluation found the cable boot was moving, exposing the area instead of protecting it, there were signs of air/water leakage on the charged coupled device, and scratches on the camera cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the hd camera head was not producing an image. The issue was found during preparation for an unidentified, therapeutic procedure, which had to be completed with a similar device. There were no reports of patient harm.